Event description:
It was reported that the patient received inappropriate therapy from the implantable cardioverter defibrillator (ICD) device for detection of atrial fibrillation (af) with rapid ventricular response (rvr). A charge circuit time out occurred and the device reached end of service (eos) status. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.